Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed, as the yoke was still attached to the control wire and the clip assembly was not returned with the device. The yoke was able to be actuated and deployed. A review of the device history record (DHR) was performed; no anomalies were noted. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. Device (B)(4) relates to (B)(4) for the reported event: clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure to treat lower gastrointestinal bleeding on (B)(6), 2011. According to the complainant, the clip failed to release from the catheter inside the patient's duodenum. The physician was able to remove the clip from the tissue without exacerbating the bleed; however, the clip fell off the catheter inside the patient. The physician retrieved the clip using biopsy forceps and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure to treat lower gastrointestinal bleeding on (B)(6) 2011. According to the complainant, the clip failed to release from the catheter inside the patient's duodenum. The physician was able to remove the clip from the tissue without exacerbating the bleed; however, the clip fell off the catheter inside the patient. The physician retrieved the clip using biopsy forceps and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.